Event description:
It was reported that an ilet user experienced a bg run state with dosing stopped while using a new libre 3 plus cgm that was not connected to the pump. The user accessed the libre menu and confirmed the sensor was in warmup with three minutes remaining, and education was provided not to start a new sensor and to allow reconnection. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and no adverse event. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem, and the issue was attributed to usage, specifically an incorrect procedure and failure to follow instructions regarding cgm warmup and reconnection; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was an unintended use error.